Event description:
The product was used during an unspecified procedure. Reportedly, the shelf disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to a broken knob. Corrective action has been implemented to prevent this condition.